Event description:
The stapler apparently had some type of mechanical failure causing the surgeon to resect more of the lung than planned. The surgeon noted in his operative dictation that the superior portion of the lung was explored and the leaking blebs were crossed with a stapling device that had pericardial strips. The stapling device was fired and then removed. The surgeon noted that the device did not disengage the staples, therefore the entire upper portion of the lung was open. The bleeding vessels were controlled. Pericardial strips were then placed along the surface and the entire upper portion of the lung was oversewn with a running suture utilizing steri-strips for bolstering.